Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The customer reported a back flow of antibiotic, metronidazole 500mg/100ml. The rate of infusion was 100ml/hr. There was no pt harm or medical intervention. No add'l pt or event details were provided by the customer.